Event description:
It was reported that on (B)(6) 2013 patient was aware of something uncomfortable in their hip. X-ray taken (B)(6) 2013, stem looked normal. Patient came in to be seen (B)(6) 2013 after having more pain, new x-ray showed that the stem had fractured approximately 3cm below the coned body.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
This event was identified as a duplicate of (B)(4). The event was reported under MFR report #0002249697-2014-01869.

Event description:
It was reported that on (B)(6) 2013 patient was aware of something uncomfortable in their hip. X-ray taken (B)(6) 2013, stem looked normal. Patient came in to be seen (B)(6) 2013 after having more pain, new x-ray showed that the stem had fractured approximately 3cm below the coned body. Update: this event was identified as a duplicate of (B)(4). The event was reported under MFR report #0002249697-2014-01869.